Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device alarmed for no delivery. The customer's blood glucose level was reported to be 347mg/dl. The customer states they had conducted multiple set changes. The customer states the alarm was resolved by complete set and reservoir change. The customer was advised of possible occlusion. The customer was advised to monitor the device and call back if issues persist.